Event description:
It was reported that the patient's blood glucose level rose to 277 mg/dl while wearing the pod between 1 and 4 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (site) since they activated the pod in the morning (between 6 am and 7 am) and their blood glucose levels were running high despite boluses. In addition, the pinch that they normally feel during insertion felt different. No insulin leakage was reported. The patient had not yet removed the pod, therefore was not able to discern the condition of the cannula. However, they confirmed that the pink slide did move forward. No treatment was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone16.1 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.